Event description:
It was reported that the patient was transferred from a wheelchair to a bed with the assistance of 2 caregivers. One caregiver maneuverer the lift and the second one supported a resident and her legs. When the patient was almost over the bed she fell out through the top of the sling. The staff who supported the patient was able to catch her and guided to the bed. The caregiver reported that during the transfer patient was wiggling a lot and tilted backward and her upper body fell out of the sling. As a consequence of the event patient sustained a laceration under left thigh that required sutures and went to the hospital.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The arjo representative was notified about an event with involvement of maxi move device and arjo sling (with model number maa4160m). It was reported that the patient was transferred from a wheelchair to a bed with the assistance of 2 caregivers. One caregiver maneuvered the lift and the second one supported a resident and her legs. When the patient was almost over the bed she fell out through the top of the sling. The staff who supported the patient was able to catch her and guided them to the bed. The caregiver reported that during the transfer patient was wiggling a lot and tilted backward and her upper body fell out of the sling. As a consequence of the event patient sustained a laceration under left thigh that required sutures and went to the hospital. After the event, an arjo representative evaluated the device and sling. No device malfunction was found. During the interview with the caregivers involved in the incident, arjo received different event descriptions. One caregiver stated that the sling clips were attached during the event. While the second one stated that the 2 clips were not attached to the device at the time when the event occurred. It is unknown how and why the both clips could have not be attached to the spreader bar, and how the patient¿s upper body fell out of the sling. The arjo representative tried to obtain the additional information regarding the event circumstances from the customer. However, the customer did not provide any clarification regarding the event. Due to limited information provided by the customer we are unable to identify the cause of the reported patient fall. Customer confirmed that both caregivers received additional training. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid injury, always assess the patient prior to use.¿ ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the patient becomes agitated, stop transferring/transporting and safely lower the patient.¿ in summary, the maxi move passive lift and the sling were used as a system for patient handling at the time of the event and in that way contributed to the patient fall. Based on the performed evaluation of the device conducted by an arjo representative who visited the customer site there was no technical deficiency found. This complaint was decided to be reportable to the competent authorities due to a patient fall.